Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the tip of the straight suction became bent. The reported issue occurred while navigating and the site continued with the procedure with a separate suction.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.